Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00387. It was reported the patient experienced ineffective therapy. Diagnostics discovered multiple contacts with high impedance. X-rays confirmed lead migration. In turn, surgical intervention was undertaken wherein the lead was discovered to be fractured. As a result, the lead was explanted and replaced to address the issue. Effective therapy was established post-operatively.